Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that the transmitter is lost and wants to know the cost of the product. Customer mentioned that they had high blood glucose of 500mg/dl but troubleshooting was not done for this. The mother of the customer was advised to have the customer call back to document further information. There was no further information provided by the customer or by troubleshooting.